Manufacturer narrative:
Evaluation of electrode belt sn (B)(4) is currently underway at (B)(4). Monitor sn (B)(4) has not yet been returned. Based on the device download data, there is no indication at this time of any device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was CPR artifact. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030s056b.pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. A review of the event determined that the patient was treated eleven times while in the hospital. The patient received ten appropriate shocks from 09:33:40 to 10:05:32 on (B)(6) 2016. The rhythm at the time of each shock was vt. Treatments 2, 4, and 5 converted the rhythm to a slower rhythm. A non-treatable rhythm was detected at 10:08:04 and a non-lifevest shock was delivered at 10:17:30. The lifevest delivered a low-energy 127j treatment at 10:18:41. The cause of the false detection was CPR artifact. The low energy pulse was due to a high impedance (410 ohm) that was likely caused by the therapy electrodes not having good contact with the skin. The patient was initially conscious, but lost consciousness at some point during the event. The response buttons were pressed initially during the event, but not immediately prior to treatment delivery. The patient's wife and hospital staff witnessed the event and also made resuscitation efforts. The electrode belt was disconnected at 10:18:46, and the patient subsequently passed away.